Event description:
It was reported that there was an abrupt drop in impedance and loss of capture on the right ventricular (rv) lead. There was also low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.